Event description:
Customer reported a blank display on the insulin pump. Customer also stated that the insulin pump has scratches on screen. Customer changed the batteries three times and is still experiencing a blank display. Customer's current blood glucose reading is 189 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.